Manufacturer narrative:
The insulin pump alarm during the prime test due to protruded/loose motor drive support disk. Unit was received with scratched display window.

Event description:
Customer called to report motor error alarms and insulin squirting out during manual prime. Nothing further was reported.